Event description:
During the surgical procedure, the bovie and pencil flamed at the tip. No injury was sustained by the patient.what was the original intended procedure?total abdominal hysterectomy; right salpingo-oophorectomy; bilateral pelvic lymph node dissection; peritoneal washings.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.